Event description:
Physician requested a ligasure device from the circulator during a case. When plugged in, the esu unit alarmed a yellow malfunction warning. The device was repackaged and given to material's management to be returned for failure analysis. A new ligasure was obtained and successfully worked without error messages. This did not come in contact with a patient and did not delay the case.